Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt complained of not hearing with her device in 2009. Testing showed all channels with the status hi and the ground path impedance could not be measured. Neither any trauma to the implant nor any infection at the implant site was reported. The pt was reimplanted two months later.